Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented for a right ventricular lead revision after high threshold was noted on the recently implanted lead via follow-up check. During the procedure, when physician attempted to reposition the lead to obtain a better threshold, physician was not able to extend the helix. The lead was explanted, and a new lead was implanted. The patient was stable before and after the procedure.